Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: a visual and microscopic analysis was performed which identified striated broken on posterior. Base on the device analysis the final assessment is: a striated edge broken due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive

Event description:
Healthcare professional reported rupture to right side device diagnosed during sonography.. Device has been explanted. Only part of device to be returned as, on explant, device was found to have complete disintegration.